Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to calcification. It was noted that post-implant bav was being completed as required by the physician¿s decision, an extra systolic heartbeat occurred followed by a loss of capture by the external pulse generator (epg). This resulted in the valve dislodging in that it was no longer positioned in the aortic annulus. Subsequently, the attending physician decided to implant a second transcatheter valve in the patient's native aortic annulus. Per the physician, the extra systolic heartbeat followed by the loss of capture contributed to the valve dislodge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.